Event description:
As reported: "opened fully sealed box and outer plastic shell was broken. Box seems to be intact but does have wrinkles where it may have been squeezed or under pressure in transit?" Rep provided pictures of the packaging for a size 6 left cr cemented femoral component with one side of the outer blister's plastic tray broken off the tray and adhered to the tyvek.

Manufacturer narrative:
An event regarding pack damage involving a triathlon femoral component was reported. The event was confirmed by visual inspection of the returned product. Method & results: device evaluation and results: one unit carton without its shrink wrap was returned for evaluation. Compression and indentation lines are visible on both ends of the unit carton. Compression is also visible on one side and bottom corner of the unit carton. The outer blister was returned with the tyvek lid removed. One side flange is broken away from the outer blister. The broken section of the flange remains attached to the tyvek lid. There is evidence of a good seal on the three remaining sides of the outer blister. The inner blister with its tyvek lid attached was returned with inside the outer blister. For the purpose of this investigation the tyvek lid was removed from the inner blister. There is evidence of a good seal on all four sides of the inner blister. The femoral component appears unremarkable. Clinician review: no medical records were received for review with a clinical consultant. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: based on the visual inspection of the returned product the investigation concluded that the packaging damage was most likely caused by incorrect/excessive handling prior to opening of the product whereby the unit carton may have been compressed and/or dropped from a height causing the damage to the carton. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
As reported: "opened fully sealed box and outer plastic shell was broken. Box seems to be intact but does have wrinkles where it may have been squeezed or under pressure in transit?" Rep provided pictures of the packaging for a size 6 left cr cemented femoral component with one side of the outer blister's plastic tray broken off the tray and adhered to the tyvek.